Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(4). Following additional high-level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of routine microbiological testing by the user facility, the subject device repeatedly tested positive for following bacteria. On (B)(6) : the subject device tested positive for enterobacter aerogenes. On (B)(6) : the subject device tested positive for pseudomonas aeruginosa. On (B)(6) : the subject device tested positive for pseudomonas aeruginosa and enterobacter aerogenes. The sites of the subject device, where the bacteria were detected, had not been reported. The subject device had been disinfected using olympus automated endoscope reprocessr(aer) model etd3 (not available in the u.s.) And non-olympus aer (soluscope) with peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) for evaluation. Following defects were detected during the evaluation. - the distal end cover was wear and tear. - the adhesive around the lenses and the bending section were degraded. - the product nameplate was missing. - the control section and the endoscope connector were scratched and worn. - the universal cord was kinked. The exact cause of the reported event could not be conclusively determined, however, inappropriate maintenance at the facility cannot be ruled out as a contributing factor of this event. If additional information is received, this report will be supplemented.